Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary knee on (B)(6) 2016. Cement mantle was good and component was not loose. Her femoral anatomy made finding the right position difficult in the primary case. The patient came in complaining of pain 8 months after primary. The pain was caused by the femoral component internally rotating and the patella not tracking properly. The surgeon revised the femoral component and the insert in (B)(6) 2016. The surgeon was able to find a better solution with the revision components because the stem dictates the position of the femoral component. She had a large bow in her femur, and a bad foot deformity. The surgery was completed successfully. Then, in (B)(6) 2017 the patient came in due to signs of infection. Batch review performed on 12 june 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon performed an I and d and revised the liner. The surgery was completed successfully. X-rays and explants are not available.